Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 26-year-old black male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the implanted impella 5.5 pump experienced a high purge pressure coinciding with purge pressure blocked alarms during 26-year-old male patient support. A tpa protocol was subsequently followed and both the purge pressure and purge flow issues resolved. There was no patient harm. The patient had originally been admitted with decompensated heart failure on intra-aortic balloon pump (iabp), and was transitioned to peripheral venoarterial (va) extracorporeal membrane oxygenation (ECMO).

Manufacturer narrative:
The investigation into the high purge pressure issue has been completed. The product was not returned for investigation. The data logs showed positioning alarms and suction at the time of the high purge pressure. There is also purge blocked alarms. The high purge pressure was resolved after running tpa. The root cause of the high purge pressure was most likely biomaterial as the high purge pressure resolved after tpa was added to the purge.